Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows a break near the center of shunt tube. Break is somewhat rough and does not appear to have been cut with a sharp object. The damage appears to be induced. A review of complaints for 5 years noted no similar events, suggesting this to be an isolated occurrence. Conclusion: user interface likely resulted in the reported event. Product retrieved from the patient without reported complication.

Event description:
Medtronic received information that this shunt tube broke during decannulation, and that a portion of the tube remained in the patient. The doctor immediately removed the section of tube from the patient. There were no adverse effects to the patient.